Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically an ECG fall-off test. The cause for the test failure was isolated to a shorted component v4 inside ECG "d". The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving constant adjust belt messages.